Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) cleared the error and informed the home patient (hp) of the errors meaning. The hp will stop therapy for the night and notify peritoneal dialysis nurse (pdn) the following morning. The hp would seek instructions from the pdn on if hp should do a manual exchange or just stop therapy for the day. The hp does carry a last fill during the day. There was patient involvement. No patient injury or medical intervention was reported.